Event description:
A bur separated during a procedure and a piece became lodged in the patient's soft palate. The piece was removed with pliers and the bleeding stopped, though there was no report that medical/surgical intervention was required. The following day, the patient reported that the area was swollen and painful and was subsequently administered antibiotics. Three days following the incident, the patient returned and upon examination, the doctor noted the area was still inflamed and referred the patient to an oral surgeon who indicated that there were no pieces of the bur remaining in the palate. Additionally, the patient felt a piece of the bur was appirated and had chest x-rays taken with negative results.